Manufacturer narrative:
B5 - corrected to: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim # (B)(4)

Event description:
An article titled "one-stage versus two-stage bilateral implantable collamer lens implantation: a comparison of efficacy and safety",compared outcomes of one-stage versus two-stage bilateral implantable icl for myopia and myopic astigmatism. In total, i78 eyes (100 eyes one-stage, 78 eyes two-stage) of 89 patients were analyzed. The intra/postoperative complications included icl rotation: one stage 1%, two stage 1.3% and macular edema: one stage 4%, two stage 3.8%. The article concludes either one-stage simultaneous same-day icl implantation or two-stage delayed icl implantation are equally effective, predictable and safe. Larger studies are needed to quantitatively evaluate a potential benefit.

Manufacturer narrative:
Claim # (B)(4).